Event description:
It was reported that the patient went through a security gate at the airport and felt shocking in their vagina on the date of report but it was ¿not unbearable.¿ the patient thought she turned the implantable neurostimulator (ins) off by pressing the off key on the left side but the patient did not use the antenna. The patient did not verify that the ¿bolt¿ was gone from the screen. The patient was not sure if the device was turned on during the exposure to the security gate. The location of the patient¿s symptom was the perineum. The patient would be travelling for a month and was afraid something had happened to the implant. The patient was informed that the security gate was magnetic and noted that she ¿could not go through it.¿ the patient indicated that there ¿was a little stick down there¿ and they felt a ¿stinging and prickling¿ sensation in the vagina that she did not feel prior to going through security. The patient normally did not have the prickling sensation ¿unless it was turned up too high.¿ the patient had the device checked once per year by the healthcare professional (hcp) and it was at the lowest setting. The patient felt stimulation but it was ¿not unbearable.¿ the patient left a message for the hcp. Additional information received that the patient felt stimulation and ¿before, after¿ the ins was turned back on again. The patient¿s status was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# (B)(4), implanted: 2003-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4)